Event description:
A doctor of ophthalmology reported that one day following glaucoma filtration device implantation, it was noted that the device was touching the iris. There was no known harm to the patient. The device remains implanted. No further information is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. The product investigation could not identify a root cause. There have been six other complaints reported in the lot number. Zip code is not indicated at this time. (B)(4).